Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3550-29, lot# n176750, implanted: (B)(6) 2008, product type: accessory . (B)(4).

Event description:
The manufacturer's representative (rep) reported a lead issue. The patient had a revision on (B)(6) 2015. Initially the rep was unsure what the reason for the revision was and thought it was related to lead migration or lead fracture. Later, the rep and healthcare provider (hcp) reported the patient lost coverage of his left chest for angina. The lead had migrated cephalad possibly c4. It was noted the patient said it had been this way for approximately 2 years. There was a loss of coverage of the affected areas. An x-ray showed the lead had migrated. Impedances were within normal limits. In surgery, the hcp removed the anchor and pulled the lead caudal to t1, which was the original level before migration. An additional lead was placed to ensure full coverage of the area. The leads were connected to a new implantable neurostimulator (ins) as the original ins was nearing end of service (eos). Postoperatively, the patient got excellent paresthesia coverage of the affected area. The issue was resolved. Relevant medical history included angina, three previous open heart surgeries, and diabetes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).